Event description:
Additional information received reported the patient was receiving "sub-par" stimulation. It was noted, the patient was trying to get a revision done the month of this report or next to correct the stimulation. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported patient was waiting for a surgical date to correct lead migration. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead (s/n: (B)(4)) found the distal end was broken due to overstress or damage. It was stated the #0-5 conductors, as well as the epoxy were broken at the distal edge of the #6 electrode where the lead had separated 5.5 cm from the distal end. It was noted that this was likely due to the titan anchor location and lead placement. In addition, there were titan anchor impressions in the outer insulation and in the #6 and #7 electrodes approximately 5.9 to 7.9 cm from the distal end. Functional tests showed circuits #6 and #7 were 6.6 and 6.2 ohms, respectively. Circuits #0-5 were not tested due to the breaks at the distal end. There were no shorts between circuits (dry). Analysis of the lead (s/n: (B)(4)) found the distal end was broken due to overstress or damage. It was stated the #7 conductor was broken at the #7 electrode crimp sleeve 6.7 cm from the distal end. It was noted that this was likely due to the titan anchor location and lead placement. In addition, there were titan anchor impressions on the #7 electrode and in the outer insulation proximal to the electrode approximately 6.7 to 7.7 cm from the distal end. Functional tests showed circuits #0-6 were between 6.1 and 6.8 ohms. Circuit #7 was open. There were no shorts between circuits (dry). Analysis of titan anchor 1 found no significant anomaly. It was stated the silicone on the anchor was cut. Analysis of titan anchor 2 found no significant anomaly. It was stated the silicone on the anchor was cut. Analysis of titan anchor 3 found no significant anomaly. It was stated the silicone on the anchor was cut. Analysis of titan anchor 4 found no significant anomaly. It was stated the silicone on the anchor was cut.

Manufacturer narrative:
Product ID, 3550-39, product type accessory product ID, 3550-39, product type accessory product ID, 3550-39, product type accessory product ID, 3550-39, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the healthcare professional (hcp) did a revision surgery on the patient on (B)(6) 2012. The reporter stated that the hcp only intended on replacing the lead, but ended up replacing the device as well. It was noted that the leads were fine individually, but not when they were connected to generator. The new device resolved the issue. It was stated that the hcp would follow-up with the patient a week from the new implant date. The reporter stated that the patient's original leads had fractures. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation on the right side. It was noted that the patient turned the stimulation up on the right side, but the sensation was not regained. An impedance test was performed and revealed impedances of greater than 4,000 ohms on electrodes 7 and 8 through 13. It was noted that these electrodes corresponded to the program assigned to the right side. It was further noted that electrodes 14 and 15 were activated along, but did not produce paresthesia. It was noted that "troubleshooting x-rays were ordered, but not reviewed by the physician." The patient was also reprogrammed. Additional information reported that the patient had a potential lead fracture. The patient outcome was not provided.